Manufacturer narrative:
One suspected device was received for evaluation. Device failed performance testing for 'low battery alarm check.' Performance test failure consistent with intermittent power issues due to poor contact of battery to battery contacts. The customer complaint was confirmed. Electronics chassis was replaced. Device now passes performance test for 'low battery alarm check.' Probable cause for complaint is poor contact of battery contacts to battery consistent with normal wear.

Event description:
The customer returned the device stating, "the device would power on and then shut off". During device evaluation the performance test failure consistent with intermittent power issues due to poor contact of battery-to-battery contacts.